Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm and the insulin pump shut off. The customer's mother reported that the display was blank. The customer's blood glucose was 358 mg/dl at the time of incident. The customer's mother stated that the display did not return after troubleshooting. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.